Manufacturer narrative:
(B)(4). Another cds was advanced; however, the flail noted in the p2/p3 area of the leaflet was unable to be grasped. That clip was not implanted and the cds was removed. The procedure was aborted. Mitral regurgitation remained unchanged. A mitral valve replacement was performed on (B)(6) 2015. No additional information was provided. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip (unk lot number) referenced is filed under a separate manufacturer report number.

Event description:
This report is filed on clip delivery system (50417u241) for atypical clip movement in the left atrium and has the potential to cause or contribute to injury if the clip comes in contact with the atrial wall. It was reported that about 6 months ago (approximately (B)(6) 2015), the patient with degenerative mitral regurgitation underwent a mitraclip procedure with implantation of three mitraclips. During that procedure, a leaflet flail was noted and one mitraclip was implanted so that it had successfully captured the flail. On (B)(6) 2015, the patient underwent a second mitraclip procedure to treat recurrent mitral regurgitation of grade 3-4. Although the 3 clips that were implanted six months ago were well attached to the leaflets and functioning as expected, it was thought that possibly the flail had worked its way out of the clip (unk lot number). Clip delivery system (cds 50417u241) was advanced to the left atrium. During leaflet straddle attempts, the clip was noted to be steering in the opposite direction when the "m" knob was applied. The "p" knob was used instead and the cds was in position with the intent to implant the clip at the area between the a2/p2 (anterior 2/posterior 2) and a3/p3 leaflet segment. The leaflet was grasped; however, flail noted in the p2/p3 area of the leaflet was unable to be grasped and there was not adequate reduction of the mitral regurgitation (mr). The clip was, therefore, not implanted and the cds was removed.

Manufacturer narrative:
(B)(4). All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. Returned device analysis confirmed that the steerable sleeve functioned as intended and the reported issue could not be confirmed. In this case, it is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device; this coupled with the bent mandrel may have contributed to the user experience of the sleeve steering issue; however, this cannot be confirmed. The reported failure to adhere or bond appears to be related to patient morphology/pathology due to a flail on the leaflet. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).